Event description:
It was reported that the right ventricular lead had increased pacing thresholds and increased impedance, which triggered a lead warning. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the partial lead was returned in segments and analyzed. No anomalies were found. It was noted that the defib conductor was distorted, several conductors had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer insulation was breached out, the exposed defib coil had a white substance, the outer insulation had a white substance, the outer insulation had a cosmetic depression, there was tissue on helix, and there was apparent explant damage.